Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000, 614.8) via an implantable infusion pump. The indications for use were noted as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that there was a volume discrepancy at a recent refill. Regarding when the patient first started experiencing the volume discrepancy, it was noted that it started after the patient had a left femur fracture (approximately 6 to 7 months ago). The anesthesiologist was concerned about possibly fracturing the catheter at that time. It was later noted that the catheter was thought to be compromised, and there was concern for a micro fracture to the catheter. After surgery, the patient was having increased spasticity, and despite being increased several times, was not getting efficacy. Regarding the cause of the discrepancy, it was noted that after review of the healthcare provider (hcp) notes, it may have been because it was not reprogrammed after the first refill. It was also reported by the patient that the pump alarmed due to the reservoir volume was not updated at the time of the refill. They planned to do a (B)(4); however, the patient was allergic to dye, therefore the decision was made to replace the whole system on (B)(6) 2015. The patient status was "alive no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed a compressed area of the catheter body.